Event description:
A pt was using a pen injection device (humapen ergo - clear cartridge holder) to deliver insulin for the treatment of diabetes. No medical history or concomitant medication details were provided. The pen will be returned with the complaint: the humapen is a couple of months old with cch. The reporter identified two broken tabs. The reporter stated they observed two broken triangles from the bottom of the clear plastic cartridge holder. The cartridge holder was confirmed to have a scale of 20-260 and had humapen printed on the side. The reporter stated that the pen "had not been dropped at all". No adverse drug event was reported with the complaint. The pen is due to be returned for further analysis.